Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the power pcba. Due to the part being obsolete, the device cannot be repaired. Stryker archived the device.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.